Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use the pump for insulin therapy, and will revert to manual injections if needed. There was no adverse impact to the customer¿s blood glucose level.